Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The pump had a protruded/loose drive support disk, minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a missing end cap sticker. The pump was unable to prime during the prime test due to the protruded/loose drive support disk. The pump also gave a motor error alarm during the basic occlusion test due to the protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.